Event description:
New information notes that prior to explant, diminishing r-waves with undersensing were also observed during dft testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported sensing anomaly could not be confirmed due to the lead being returned in two pieces. The damage found was sustained during the surgical procedure.

Event description:
It was reported that low r-waves and t-wave oversensing were observed. As a result, the patient received inappropriate shocks. The lead was explanted.